Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb charging cable and tandem-provided wall power adapter became damaged and were no longer able to be used to charge the pump. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter and a secondary usb cable. There was no adverse impact to the customer¿s blood glucose value.